Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that the patient had difficulty handling the pump. The patient will receive corrective surgery. There were no further patient complications.